Event description:
This event involved a patient who experienced inadequate power charge in the batteries approximately 2 years after heartware lvad implantation. The hospital stated that the patient reported that 4 of his/her batteries will not hold its power for more than two hours. The patient has made multiple attempts to charge the batteries in different power outlets for long periods of time. However the batteries did not charged adequately. The batteries were removed from the patient and a new set of batteries were supplied. There were no injures associated with this event. However, preliminary evaluation and testing has confirmed a malfunction in the 2 batteries returned due to an internal faulty cell. This incidental finding was then re-assessed per our sop requirements, and determined to be reportable. The investigation is ongoing.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Additional information will be submitted within thirty (30) days of completion of the investigation. *this is one of two reports (3007042319-2013-00146 and 147) submitted for devices related to the same event.

Manufacturer narrative:
Only two batteries (B)(4) were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. These included clinical event analysis, visual & functional testing and manufacturing record review. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. The reported event for "inadequate power charge" was confirmed on the two batteries (B)(4) returned for analysis. Functional testing revealed a defective cell pair capable of being unable to maintain a stable charge/discharge rate. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00146 and 147) submitted for devices related to the same event.